Event description:
A tandem mobi cartridge alarm was reported by the customer during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm, and a replacement pump with updated software was sent to the customer. The customer was informed about the process for receiving the replacement, including training availability, and was advised to return the problematic pump using a pre-paid label. The customer acknowledged and understood all instructions provided.